Event description:
The anatomy was not so tortuous; however, resistance was met with the balloon catheter and then the guide wire seperated. No pt injury was rpeorted. No additional information was available.